Event description:
Immediately after setup the unit began pumping at a high rate and then was not pumping at all. The hosp was not able to get a good calibration. The unit was used throughout the surgery possessing a potential risk to the pt. The surgery was completed without difficulties.